Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) had no telemetry communication with the programmer. A second programmer was used which made a connection with the ipg but interrogation was still not possible. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no malfunction was observed on the ipg. The software required to interrogate the ipg had not been installed on the programmer. This has since been corrected and telemetry was successfully established.